Manufacturer narrative:
Investigation results: the device has not yet been rec'd for evaluation and no additional info is available. There have been no other reports of this device breaking. A follow-up report will be filed if the product becomes available for eval. The info for use (IFU) provides the following info to the user: inspect instruments before and after processing for proper function and alignment of pins and for chipping of plated surfaces.

Event description:
It was reported that during an acl repair of the left knee, the assistant over flexed the knee of the pt and the bullseye femoral guide tip broke off 2.5cm from the tip. The broken tip was retrieved and the procedure completed. There was no pt injury or surgical delay related to this incident.